Manufacturer narrative:
On march 25, 2010, a dental product supplier reported to pentron clinical technologies that they received a report from a doctor stating that crowns that were seated using breeze cement had cracked in eight patients. No further details were provided on these cases. The doctor's office provided six lot numbers, but did not specify as to which lot was used on each patient. No product was returned for evaluation and manufacturing records are currently unavailable. When evaluation results and manufacturing records are received, a follow-up report will be submitted.

Event description:
On march 25, 2010, a dental product supplier reported to pentron clinical technologies that restorations seated with breeze cement had cracked in eight (8) patients. This is the seventh of eight reports.